Manufacturer narrative:
H11: the manufacturer report number 9617594-2019-00193-00 is a duplicate of manufacturer report number 9617594-2019-00194-00 and was inadvertently submitted in error. The investigation results were reported under manufacturer report number.

Manufacturer narrative:
The device is available for testing. It is yet to be received.

Event description:
The customer reported a brown particle inside the front of the plunger of a komplett-set 8s pult lang device. The device was changed out with no further problems encountered. There was no patient involvement and no adverse event.